Event description:
The user facility reported an unspecified male patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported male patient of unknown age on impella 5.5 support was moved by the nurse leading to the pump dislodging into the aorta. The weaning had already been performed. The patient remained in stable condition after impella migration.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. The medical center did not return the impella device. As per clinical review, the patient was moved by the nurse and the pump got dislodged into the aorta. The cause of the positioning issue was patient movement related due to pump being dislodged into the aorta after the patient was moved by the nurse.